Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device stopped during the surgery and it didn¿t work was confirmed. It was found that the motor sticks and was rusty. The defective motor was replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/13/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via mail the 8022 hand pc tornado shaver. This device stopped during the surgery and it didn¿t work. The procedure was completed with another device. The surgery had a delay of 20 minutes. The device is available to be returned for evaluation.